Manufacturer narrative:
510(k) is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the brown wooden handle from the screwdriver in the 4.0 mm cannulated screw set broke in half from the shaft while inserting a screw. It was also reported that the quick connect and cannulated shaft was used to complete the procedure successfully with no surgical delay or no patient consequences. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) cannulated 2.5mm hexagonal screwdriver. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.29, lot 4763299: release to warehouse date: april 20, 2004. Manufactured by synthes brandywine. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the cannulated 2.5 mm hexagonal screwdriver was received with the handle broken in two places. The handle was split down the middle and the bottom of the handle was also broken off from the rest of the handle. This is consistent with the reported complaint condition, thus confirming the complaint. The pieces of the handle were completely separated from the shaft. Dimensional analysis was not performed as relevant features are significantly deformed. The relevant drawings were reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.